Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The sample was returned to the manufacturing site and the investigation is concluded based on the sample evaluation described below. The returned instrument was received by the investigation site in its inner blister and outer blister, covered by the tyvek foil which shows the lot information. The product shows no evident macroscopic signs of damage and no signs of surgery residues. The instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection revealed no issues with the device, as the loop form as well as the teeth look undamaged. The device¿s actuation mechanism was working well without any increased friction, blocking or stick-slip behavior and allows to protract and pull in the loop as desired. Therefore, the returned device meets its acceptance criteria and the customer¿s complaint could not be confirmed. A root cause for the customer's reported event could not be determined because the returned product met the manufacturer¿s specifications. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery when the product was opened the ophthalmic tip was found to be ben and opening and closing failure of the tip occurred during insertion. The surgery was completed after replacing the product with another one and there was no patient harm.